Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin and the customer was alleging the insulin pump for under delivery of the insulin. Customer¿s blood glucose level was 10.1 mmol/l at the time of the incident and the current blood glucose value of the customer was 16.2 mmol/l. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The customer also reported that there was air bubbles found inside the reservoir. The customer was advised to check the programming on the insulin pump. The customer stated that the insulin pump programming was correct. The customer reported that the insulin was able to exit at the quick release. Troubleshooting was performed. The customer was advised to change the reservoir due to insulin flow alarm. Product is not expected to return.